Event description:
It was reported that customer¿s pump had broken touchscreen that resulted in black screen while pump still powered on. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, pump was confirmed to start with black broken screen, and replacement pump was arranged.